Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis demonstrated a rubbed through insulation at the proximal part of the lead. This insulation damage can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state as a result of the interaction with the ICD can. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the rv shock coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 7 months, oversensing was reported. No adverse patient side effects have been reported.